Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure (ess205) was removed in 2012. At the time of the report, the uterine perforation, back pain, adverse event, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered adverse event, back pain, dysmenorrhoea, menorrhagia and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Most recent follow-up information incorporated above includes: on 2-oct-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date updated. Events: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) were newly added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation/ insertion of laparoscope confirmed intraabdominal placement") in an adult female patient who had essure (ess205) (batch no. 622306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Concurrent conditions included dysfunctional uterine bleeding and endometriosis. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain"), adverse event ("abnormal symptoms"), dysmenorrhoea ("dysmenorrhea (cramping)") and heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, back pain, adverse event, dysmenorrhoea and heavy menstrual bleeding outcome was unknown. The reporter considered adverse event, back pain, dysmenorrhoea, heavy menstrual bleeding and uterine perforation to be related to essure (ess205). No further causality assessment were provided for the product. The reporter commented: discrepancy noted in dates of insertion - (B)(6) 2007 at the completion of placement, 3 coils were seen on the left and 5 coils were seen on the right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history, lot number and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation/ insertion of laparoscope confirmed intraabdominal placement') in an adult female patient who had essure (ess205) (batch no. 622306) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. No active intraepithelial neoplasia, denied any allergy to nickel or iodine before insertion of essure. Concurrent conditions included dysfunctional uterine bleeding and endometriosis (found intraoperatively at essure removal procedure). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), back pain ("severe back pain") and fallopian tube adhesion ("long adhesions from the left tube to right side abdminal wall"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure). Essure (ess205) was removed on (B)(6) 2012. At the time of the report, the uterine perforation, dysmenorrhoea, heavy menstrual bleeding, back pain and fallopian tube adhesion outcome was unknown. The reporter considered back pain, dysmenorrhoea, fallopian tube adhesion, heavy menstrual bleeding and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted in dates of insertion - (B)(6) 2007 at the completion of placement, 3 coils were seen on the left and 5 coils were seen on the right. Abnormal symptoms (unspecified) were also mentioned. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes. Laparoscopy - on (B)(6) 2012: pre-operative diagnosis(es): dysfunctional uterine bleeding and dysmenorrhea. Post-operative diagnosis(es): same plus endometriosis. Procedure(s) performed: total laparoscopic hysterectomy with robot. Findings: insertion of laparoscope confirmed intraabdominal placement. There was an implant of endometriosis on the right pelvic side wall just above the ureter on the right. Incisions made so that the essure coils went with the specimen. Procedure in detail: there were long adhesions from the left tube to the right abdominal side wall. It was taken down sharply as well as from the left uterosacral ligament to a loop of bowel high in the right lower quadrant. Adhesiolysis was done. In addition, endometriosis implant on the right pelvic sidewall was excised and excellent hemostasis noted. Patient brought to recovery room in stable condition. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysmenorrhea . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-jul-2021: quality safety evaluation of product technical complaint (ptc). Laparoscopic details added, left tube adhesions entered as event. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/ perforation") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain, back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomy and/or hysterectomy to remove the essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the uterine perforation, back pain and adverse event outcome was unknown. The reporter considered adverse event, back pain and uterine perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirming full occlusion of fallopian tubes. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.